Event description:
A surgeon reported that a pt developed inflammation following cataract surgery and implantation of an intraocular lens (iol).

Event description:
Add'l info provided by surgeon indicates that the pt's diagnosis was stromal keratitis that is resolving following treatment with antibiotics and steroids.